Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. UDI#: (B)(4). The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the customer was administering novotropin to her child using the suspect device. The customer states that when putting the needle shield back on, the needle came through the shield and she was stuck in the finger. She noted the needle was bent but does not know when this occurred. The customer was concerned about the medication still being on the needle and discussed this with her pharmacist, who stated she should be okay. The needle stick site was sore and bled slightly but no medical interventions were provided.

Manufacturer narrative:
Device evaluation: result - the customer returned one sample of a 31g x 8mm pen needle that does not belong to bd. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure as the returned product is not a bd product. An absolute root cause for this incident cannot be determined.